Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the 2nd diagonal. One day post procedure, myocardial infarction was identified through post procedure lab results. Sponsor assessed event is not related to the study device or antiplatelet medication.